Event description:
It was reported form the pt's legal counsel that the pt experienced an event. The nature of the event is unk. At this time, the pt has not been revised and it is unk if one will be scheduled.

Manufacturer narrative:
Due to the nature of this litigation, very little information is available at this time. A review of the implant's records indicates that it was manufactured to specification. Should additional information be provided to further this investigation, this report shall be updated.